Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. No samples or photos were provided for evaluation, however the retention samples were evaluated and it was possible to verify the non-conformity. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order 602235281. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringes were having connectivity issues. The following information was provided by the initial reporter: hemodynamic sector workers are reporting difficult to fit the catheter for intravenous catheterization in the 20 ml db syringe. Inspecting visually, the product does not appear to be defective. They tested the connection with the 40x12 needle and it fit perfectly, but they could not test fit in the catheter due to the high cost of the same, so they would like to report what happened just for support. There was no damage to patient or health professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes were having connectivity issues. The following information was provided by the initial reporter: hemodynamic sector workers are reporting difficult to fit the catheter for intravenous catheterization in the 20 ml db syringe. Inspecting visually, the product does not appear to be defective. They tested the connection with the 40x12 needle and it fit perfectly, but they could not test fit in the catheter due to the high cost of the same, so they would like to report what happened just for support. There was no damage to patient or health professional.